Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed in the jaws and was sideways in the jaws. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty. Evaluation summary: the analysis results found that the el5ml instrument a was received in good visual condition, with the jaws closed and the trigger partially cycled. It was manually assisted and it re-open the jaws. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. No jamming issues were noted during functional testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device b was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.